Manufacturer narrative:
Below are the analysis findings and test results: stim lead body outer insulation twisted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1dx3j, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1dx3j, ubd: 16-jan-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of increased symptoms and there were impedances noted on their lead. Contributing factors were unknown, the patient denied any falls. Troubleshooting was done to program the lead to achieve symptom improvement, but it was not achieved with reprogramming measures prior to lead revision. A lead revision occurred on (B)(6) 2019, it was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results for the lead (lot#va1dx3j) were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.